Manufacturer narrative:
(B)(4). Investigation results: one accutrac 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage along the body of the fiber. The investigator was unable to examine the fiber face within the sma connector because light was unable to travel to the fiber face to illuminate it; this indicated that the fiber was broken within connector. The condition of the returned device would cause insufficient energy transmission during ablation thereby confirming the event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to the one of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2018-01659 for the referenced device information. It was reported to boston scientific corporation on (B)(6) 2018 that two accutrac 200 laser fibers were used in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure and inside the patient, it was noted that the aiming beam was not visible and there was no energy output from the laser fiber. A second fiber was used and the same issue occurred. The procedure was completed with a third accutrac 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. This event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken within the connector.